Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 6f/7f mynxgrip vascular closure device (vcd) did not come through the sheath and remained inside the sheath during deployment. Hemostasis was achieved via manual compression for 25 minutes. There was no reported patient injury. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer was trained on the mynx device. A 6f non-cordis sheath introducer was used. The femoral artery¿s suitability was verified via angiography, including proper insertion angle, and the device was used in the femoral artery. Vessel diameter was confirmed to be =5 mm, with no tortuosity or peripheral vascular disease/calcium at the puncture site. The stopcock of the introducer sheath was opened prior to shuttle down, during which significant resistance was encountered and moderate force, harder than normal, was applied. The sheath could not be retracted, but no kinks were found in the sheath or device after removal. The device storage temperature did not exceed 25¿°c. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the plug of a 6f/7f mynxgrip vascular closure device (vcd) did not come through the sheath and remained inside the sheath during deployment. Hemostasis was achieved via manual compression for 25 minutes. There was no reported patient injury. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer was trained on the mynx device. A 6f non-cordis sheath introducer was used. The femoral artery¿s suitability was verified via angiography, including proper insertion angle, and the device was used in the femoral artery. Vessel diameter was confirmed to be =5 mm, with no tortuosity or peripheral vascular disease (pvd) / calcium at the puncture site. The stopcock of the introducer sheath was opened prior to shuttle down, during which significant resistance was encountered and moderate force, harder than normal, was applied. The sheath could not be retracted, but no kinks were found in the sheath or device after removal. The device storage temperature did not exceed 25¿°c. One non-sterile mynxgrip vascular closure device (6f/7f) involved in the reported complaint was returned for investigation. Visual inspection showed that the shuttle was engaged to the black handle, while the stopcock was observed to be open, with a cordis mynx syringe attached to the unit. Additionally, a 6f non-cordis catheter sheath introducer (csi) was returned inserted on the device. The sealant was in its manufactured position, and the advancer tube was also in its manufactured position. The sealant sleeve was found partially retracted, while the balloon showed no abnormal condition. No additional anomalies were observed during this visual analysis. Per functional analysis, the deployment test was performed with the unit already inserted in a corresponding french size csi, and no issues related to the device¿s functionality were observed. The sealant was deployed and the advancer tube advanced as expected after the shuttle was distally pushed from the handle to continue the advancement sequence, resulting in sealant deployment. The advancer tube was then fully removed, passing over the balloon without impediment or friction that could have affected device use. An additional test was performed by holding the unit vertically by the handle with the shuttle engaged, and it was observed that gravity did not promote disengagement of the unit. The presence of the slit was confirmed on the outer cartridge of the device evaluated, consistent with the intended design. The reported events of ¿shuttle-shuttle advancement issue¿ and ¿sealant-device deployment jam¿ were not observed through analysis of the returned device since it passed functional analysis. The exact cause of the issues experienced by the customer could not be determined during product investigation. Based on the information available for review and the product analysis, it is not possible to determine what factors may have contributed to the shuttle advancement issue and device deployment jam during the sealant unsheathing step reported since the shuttle was able to be advanced fully to deploy the sealant and retracted without issue during functional analysis. However, it is possible that the issue experienced could have been caused by handling factors, especially since there was no issue noted with the procedural sheath returned for analysis. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.